Manufacturer narrative:
(B)(4). Correction: evaluation codes missing on the follow up submission.

Manufacturer narrative:
(B)(4). The product analysis lab evaluated the device. The customer reported issue of heater cradle blistering and being cracked. Device received operative. The reported difficulty was confirmed by external pal evaluation. An approximate one square inch area of paint on the center of the heater cradle was missing, and paint was blistered around the circumference. The paint had been chipped and allowed fluid to corrode metal under the paint causing paint to blister. The device passed the returned instrument test/evaluation within normal specification; therefore, cause for the reported issue was determined to be physical damage. This malfunction is not likely to cause or contribute to a death or serious injury if it were to recur.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient's dialysis nurse contacted (B)(4) regarding assistance with a cracked and blistering heater cradle on the homechoice (hc). The nurse requested a swap of the hc. (B)(4) arranged to swap the hc. Product surveillance contacted the patient's caregiver, who explained she did not know how the heater cradle got damaged and stated it could have been that the solution bags got over-heated. The caregiver stated the patient was doing well and they had received the new hc. No injury or medical intervention was reported.